Manufacturer narrative:
(B)(4). Date sent: 05/19/2021. D4: batch # u5ct3f. H6: component code= electrical and magnetic (g02). H6: component code= others (g07). Additional information was requested, and the following was received: the indication for surgery was to resect and remove a cancerous mass in the sigmoid colon. There is no information available on preoperative chemotherapy or radiation. When the stapler would not fire, the surgeon opened the stapler all the way in an attempt to remove the anvil from the stapler. That is when the tear occurred. They were eventually able to remove the anvil and the stapler from the rectum but by then the tear had already occurred. No, the device was never fired, because it would not fire. There was a surgeon at the operative site (working laparoscopically) and a second surgeon firing the stapler (working down below). The surgeon who fired the stapler had fired our powered stapler over 20 times successfully prior to this case. Yes the surgeon was right in the middle of the firing range (middle b). Yes the surgeon waited 15 seconds to attempt to fire, but as stated prior, the stapler did not fire. No other issues with the device was reported. The next several questions are related to the firing of the stapler, which did not happen so these questions are not pertinent. It is unclear whether the colostomy will be temporary or permanent at this time. The surgeon stated that at some point, he will attempt to reverse the colostomy if it is surgically possible. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with staples present and an anvil with an uncut washer. When the forward battery was installed, the green checkmark was not present, confirming that the device was not fired. Attempts to fire the device throughout the firing range were unsuccessful, confirming the experience of ¿would not fire¿. Manually shorting the anvil detect circuit however initiated the firing, indicating a problem with the flex circuit. Upon disassembly, cracks in the conductive traces of the flex circuit were detected, confirming the failure of the anvil detect circuit. No conclusion could be reached as to what may have caused the failure of the device. The experience of ¿would not remove¿ however could not be confirmed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: to tissue trauma and would not remove, to withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. To would not fire, the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Clarification needed: why was the device difficult to remove if it had not been fired? Was the device eventually fired and that led to the removal issues? What healthcare professional attempted to fire/or fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? If fired, what confirmation was received that the device completed the firing sequence? If fired, was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? If fired, was a complete transection of the white breakaway washer visually confirmed? If, fired, were the donuts inspected? If so, please describe. If fired, were there any issues noted with staple formation? If so, please describe the shape and location. Is the colostomy temporary or permanent? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a low anterior resection procedure that the device would not fire and was difficult to remove causing a tear in the rectal stump resulting in a diverting colostomy.